Event description:
The doctor reported the implant was removed due to osseointegration, one month after implant placement. Bone quality around the area was type ii, and oral hygiene around the implant was moderate. Pain was observed during the implant removal surgery. The patient has since recovered.